Event description:
It was reported that occlusion alarms occurred. Reportedly, customer changed pump supplies and continued using pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.